Event description:
It was reported that a patient called in to report he is having issues inflating and deflating his inflatable penile prosthesis (ipp). When he presses the bulb, he is not able to transfer any fluid at all despite using techniques. The patient service specialist suggested for the patient to call his doctor for a device evaluation. There is no further information and no further patient complications reported.

Manufacturer narrative:
B5 date of event: date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.